Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to e-3 error. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The e-3 error occurred upon test strip insertion into the true metrix meter. The customer feels well and did not report any symptoms. Customer stated that she had contacted the doctor due to the e-3 error; doctor had advised customer to contact the manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2022 and open vial date is one week prior to call.

Manufacturer narrative:
Sections with additional information as of 20-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.